Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. The dimensions of the laa were orifice of 25mm and landing zone of 19mm. Transesophageal echocardiography (tee) and fluoroscopy measurements were used to determine device sizing. The device was successfully implanted, and the patient was prescribed plavix and aspirin following the procedure. On (B)(6)2023, the patient had a 45 day follow-up tee. It was reported that a thrombus was noted. The thrombus appeared to be a dome originating at the center of the disc. The patient was prescribed eliquis and will follow-up in 6 months. The physician did not feel this was serious and believes it will resolve with oral anticoagulant (oac) drugs therapy. The patient was reported as stable.

Manufacturer narrative:
An event of thrombus formation found on 45 day follow-up was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The two images available reveals implanted device with the disc located well below the limbus ridge. Drt noted on the center of the disc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.